Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 was implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial beats and morphology appears to show the right atrial (ra) lead had possibly moved. The ra lead remains in use. No patient complications have been reported as a result of this event.